Event description:
It was reported that the pulse generator exhibited noise on the ventricular channel. The patient was asymptomatic. Isometrics were not able to reproduce noise in the clinic. The device was reprogrammed. The patient would continue to be monitored. The patients condition post event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).